Manufacturer narrative:
Insulin ump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and due to high blood glucose on march 27 2018. The customer¿s blood glucose was 346 mg/dl at the time of the incident. The customer had symptoms such as vomiting, feeling really sick and stomach was hurting and nausea. The customer treated with intravenous fluid. The customer declined troubleshooting for high blood glucose. The customer was wearing the insulin pump at the time of hospitalization. The insulin pump will not be returned for analysis.